Event description:
The customer reported that while the central station was in use monitoring pts, the screen froze. No pt injury was reported.

Manufacturer narrative:
Pt monitoring identified a software anomaly associated with this event. The customer's software will be upgraded with a new software version, which incorporates the correction for this anomaly.